Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were underfilling. Patients were recollected. The following information was provided by the initial reporter: sodium citrate tubes are not filling properly. Vacutainer vacuum decreases as expiration date. Multiple samples have been rejected due to a qns sample. Product with corresponding lot has been removed from clinic supply. There are samples available to send in. Medical intervention was not required, patients were required to recollect their samples and resulting testing was delayed.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were underfilling. Patients were recollected. The following information was provided by the initial reporter: sodium citrate tubes are not filling properly. Vacutainer vacuum decreases as expiration date. Multiple samples have been rejected due to a qns sample. Product with corresponding lot has been removed from clinic supply. There are samples available to send in. Medical intervention was not required, patients were required to recollect their samples and resulting testing was delayed.